Manufacturer narrative:
Additional information has been requested from the customer for investigation and clarification. The sample from the patient is not available for further testing and investigation. The intended use for the estradiol assay as indicated in the IFU is for the quantitative measurement of estradiol in serum, as an aid in the differential diagnosis of amenorrhea, and monitoring of ovulation induction with and without stimulation in assisted reproductive technology (art). The IFU does not state that the assay can be used for monitoring ovarian suppression. Guidelines from the american society of clinical oncology recommend use of a high-sensitivity method (eg. Lc-ms/ms) for monitoring ovarian suppression. According to medical literature, patient use of fulvestrant may cause falsely elevated reports. This is included as a limitation in our assay IFU. It is unclear if the clinical application of the product use was as indicated in the IFU. The cause of the discordant falsely high results on the immulite 2000 estradiol assay when using kit lot 402 is unknown. Siemens is further investigating this report. MDR's # 2432235-2018-00412, 2432235-2018-00414, and 2432235-2018-00415 were filed for the same issue.

Event description:
It was reported that discordant falsely elevated results may have been obtained on a patient sample tested with the estradiol assay (kit lot 402) on an immulite 2000 instrument. According to information reported, the patient's blood samples were drawn four times in 2018 (from (B)(6) - (B)(6) 2018) and each time the sample was tested on the same immulite 2000 instrument using kit lot 402. (Note that four separate medical device reports are being filed to reflect each of these draws.) The results were reported to the physician(s) and questioned; however, it is not clear if all four results were questioned. It was reported that the patient was taking groserelin to suppress estrogen production. After the second blood test when the estradiol result did not drop the physician(s) apparently concluded that the patient was "breaking through" the groserelin medication and ordered an oophorectomy, which appears to have occurred in (B)(6) 2018. It is unclear the extent to which the oophorectomy was based, if at all, on the estradiol results. It was also reported that the patient started taking fulvestrant after the oophorectomy. According to the information reported, after the oophorectomy, the patient was tested two more times using the estradiol assay (kit lot 402) on the same immulite 2000 platform and the reported results were still elevated. The physician(s) then sent the patient's sample out to be tested at a different laboratory site on an alternate instrument platform (non immulite, ultra-sensitive estradiol procedure) and the result was reportedly lower. The lower result obtained on the alternate platform apparently was not reported to the physician(s). Statements and actions attributed to the physician(s) and customer are derived from information submitted to siemens complaint handling system and have not been verified.

Manufacturer narrative:
The initial MDR 2432235-2018-00412 was filed on (B)(6) 2018. Additional information (B)(6) 2018): the customer informed siemens that the patient had metastatic hormone positive breast cancer and while on chemotherapy was sent for an oophorectomy to have both ovaries removed. Once transitioned off chemotherapy the patient was given fulvestrant. It was reported that high results for estradiol were obtained on the patient sample prior to and after the use of fulvestrant. The sample was not available for additional investigation by siemens. Siemens headquarters support center investigated the information provided by the customer. Review of instrument files did not identify a system related issue. Based on the investigation the probable cause for the falsely elevated estradiol results for this patient (both before and after she was given fulvestrant) cannot be determined but a non-specific interferent cannot be ruled out. The estradiol instructions for use (IFU) in the limitations section indicates the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. The drug fulvestrant (faslodex®)* may cause falsely elevated estradiol results in immunoassays. For patients being treated with fulvestrant, an alternate method that is not expected to show cross reactivity to fulvestrant, such as liquid chromatography-mass spectrometry (lc-ms), should be used. With the advent of new steroid based medications (analogues) with similar chemical structures to estradiol, there is the possibility of cross-reactivity and results inconsistent with the patients clinical history. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result." Siemens assays should be used in accordance with the applicable instructions for use (IFU). Based on available information the immulite 2000 estradiol kit lot 402 is performing as intended. The system is performing within manufacturing specifications. No further evaluation of the device is required. MDR's 2432235-2018-00412_s1, MDR's 2432235-2018-00414_s1, and MDR's 2432235-2018-00415_s1 were filed for the same issue.